Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the issues with the programmer were ¿leakage¿. When asked for the circumstances leading to the ¿not working¿ issue with their ins, the patient underlined ¿change to device programming.¿ it¿s unknown what was meant by this. When asked for the actions taken to resolve the issues with the programmer, the patient indicated the representative walked them through an adjustment on (B)(6) 2020. Then on (B)(6) 2020 they adjusted the level of vibration and ended up in the emergency room due to what felt like electric shocks where the implant was located. The patient noted calling the manufacturer immediately when the adjustment was made but they call center was closed. They were told by the manufacturer to turn the level down and contact their healthcare provider. The patient noted not being able to get an appointment until (B)(6) 2020. The patient stated they presently still had leakage especially when they woke up in the morning. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received and patient stated that the met with mdt representative to adjust the stimulation to a much lower level. Patient also stated that they were still having some leakage. They also stated that they are in touch with their health care professional. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were having an issue with their patient programmer (pp). As a result of what was reported, the direct phone number was given to the patient because device registration couldn't transfer the consumer directly. Later on that day, the patient didn't think their device was working and they were having incontinence. During the call, the call center reviewed how to increase stimulation and they were able to do so where they could feel it comfortably. As a result of what was reported, they were redirected to their healthcare provider (hcp) if symptoms don't improve. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient stating that the issue was resolved by setting the programmer. No further complications were reported.